Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; device was removed and re-implanted.

Event description:
Patient reported right side implant exchange with no complaint against the device. Patient also reported the device was "removed from below the muscle and re-implanted to be placed above the muscle". Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events use error; complication related to procedure/surgery were received on april 29, 2025, with lot number 1194735. Based on the product analysis performed, the assessments of the complaint codes are: use error: unable to observe as it is not related to the manufacturing process complication related to procedure/surgery: unable to observe as it is not related to the manufacturing process as per the investigation procedure, creases and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side implant exchange with no complaint against the device. Patient also reported the device was "removed from below the muscle and re-implanted to be placed above the muscle". Device has been explanted.